Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the power was out of target. One day postoperatively the patient claimed that they were unable to see near objects, therefore, the lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution with what appears to be dried blood was observed on the lens. The lens was torn into pieces with both haptic and optic damage. The optic was torn/cut from the edges into the center creating a large broken wedge shaped portion. Upon return, on optic portion was split against a post of the lens case. Results from the product history record review indicated the product met release criteria. A power and resolution lens bench evaluation was attempted, with inconclusive results due to the optic damage. The lens was returned in two pieces, and this type of damage is typical in appearance to damage created to remove a lens from the eye during explant. The replacement lens information was not provided. The product investigation could not identify a root cause. The lens was returned in pieces, and this type of damage is typical in appearance to damage created to remove a lens from the eye during explant. A lens bench test was attempted. Due to the damage through the central optic zone and optic in pieces, a definitive lens bench test could not be conducted. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).